Manufacturer narrative:
The decontamination form correctly completed and signed was received on (B)(6) 2018. A product evaluation could then be performed. A visual examination confirmed that the notches at the end of the left jaw, where the prosthesis is in contact with the jaw, are deteriorated. Indeed, material deformation and pullout are observed. Also, the same deterioration can be observed in the notches at the end of the right jaw, where the prosthesis is in contact with the jaw. Those marks are typical of some rotational movements of the prosthesis on the jaws, causing its disassembly. From the information provided , the product history records, the recurrence of this type of event for this implant and after having performed the product evaluation on the returned product, the investigation found no evidence to indicate a device related issue. Indeed, it is more than likely that the surgeon used some rotational movement to position the implant, leading to its disassembly. Moreover, it was reported that the surgeon did not use the mobi-c level, whose use is to check the correct position in rotation of the implant holder. The fact that the surgeon did not use the mobi-c level is an aggravating factor: the use of the mobi-c level could have not only prevented this issue but also allowed a parallel insertion of the implant into the intervertebral disc space. As its use is mentioned in the surgical technique ( step 10) investigation found no evidence on a product issue. The probable root cause is a mishandling during implant postioning combined to the absence of the mobi-c level use.

Event description:
Mobi-c p&f us : disassembly. Product was examinated by ldr r&d team after decontamination information were received on (B)(6) 2018. Additional information received on (B)(6) 2018 : it was reported that the technique guide was correctly followed. The inserter was assembled correctly when the surgeon handled the device. The surgeon did not use the mobi-c level. The distraction forceps were not used as the incident happened during the impaction, not during the removal of the peek.

Manufacturer narrative:
Product is not received yet by manufacturer. No examination is not yet done. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information were requested. Conclusion is not yet available. Investigation still in progress. Device not received yet by manufacturer.

Event description:
Mobi-c p&f us : disassembly. It was a c6-c7 level surgery. As mobi-c device was impacted into disc space, "bottom endplate of implant separated from peek cartridge". Device was removed and another one, same size, was implanted successfully. No impact on patient. Additional information was received : "the shifting of the device occured before it was impacted fully into the disc space". No resistance encountered when impacting. Just visual issue noticed from the c-arm picture. Disc space was distracted. Surgeon "may have put rotational torque on the device to correct the projection" no changes in the surgical steps between the first and the second implant. No images are available. Product is going to be returned, investigation is in progress.